Manufacturer narrative:
Additional information/clarification was provided indicating that the balloon was fully deflated prior to removing the device from the csi. No additional actions were (i.e. Utilizing a syringe or wire) taken to deflate the balloon prior to withdrawal. Complaint conclusion: during use of a 5.00x10cm savvy pta catheter for pre-dilatation, it was reported that the physician was not satisfied with the secondary profile of the balloon. Due to the fact that the balloon did not deflate well, it was not possible to pull the balloon out of the 6f avanti catheter sheath introducer (csi). ¿it took more power¿ to remove the device. Additional information indicated that the balloon was fully deflated prior to removing the device from the csi. No additional actions were (i.e. Utilizing a syringe or wire) taken to deflate the balloon prior to withdrawal. The device was pulled out of the csi. The product was removed intact from the patient. There was no patient injury reported. The target lesion was the ¿afs¿ reported to be moderately calcified, moderately tortuous, and had a rate of (B)(4) stenosis. The device will be returned for analysis. There was no difficulty removing the product from the hoop, removing the protective balloon cover, removing the stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally. The same indeflator was used successfully with other devices. The contrast to saline ratio used is unknown. There was no resistance/friction noted while inserting the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty advancing the device through the vessel or crossing the lesion. The catheter was never in an acute bend. The device did not kink during use. There was no re-wrapping difficulty. The balloon did not seem to stick to a stent. The balloon inflated normally. The maximum inflation pressure was nominal pressure. The device was inserted into the patient once. One non sterile catheter savvy 5.0mm x 10.0cm 120.0cm was received coiled inside a plastic bag. The balloon was received deflated and appear have been inflated. Several kinks were observed in the body shaft at 20.0cm, 39.0cm, 71.0cm, 97.0cm and 111.0cm from distal tip end. There were blood residues observed in the returned device. Using the deflation/inflation system, the reported unit was pressurized at 10 atm (rated burst pressure) which took 13.04 second to inflate the catheter balloon, then was performed a vacuum with in deflator (inflation/deflation device) which took 19.73 seconds in deflate the balloon completely. A sample lab guide wire 0.18" was inserted through the guide wire lumen to perform the inflation/deflation test. The specification of inflation time is = 80 seconds and deflation is = 80 seconds for all sizes. Insertion withdrawal test was performed without difficulty, catheter savvy was introduced through a lab sample cordis 5f bts catheter sheath introducer and not resistance or friction was felt. Review of lot 15946137 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿balloon deflation difficulty-partial or slow¿ and ¿pta system withdrawal difficulty-through guide/sheath¿ reported by the customer was not confirmed since the device performed as intended during analysis testing. The exact cause of the failure could not be determined. Based on the information available for review, vessel tortuosity leading up to and within the target lesion may have contributed to the slow deflation of the balloon. Additionally, the IFU cautions that a 50:50 contrast to saline ration should be used and cautions that use of ¿nonionic contrast medium has different viscosity and precipitation levels than does the ionic type, and it may prolong inflation/deflation times.¿ the ratio used in this case is unknown. Neither the product analysis nor the DHR suggests that the difficulty experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken.

Event description:
During use of a 5.00x10cm savvy pta catheter for pre-dilatation, it was reported that the physician was not satisfied with the secondary profile of the balloon. Due to the fact that the balloon did not deflate well, it was not possible to pull the balloon out of the 6f avanti catheter sheath introducer (csi). ¿it took more power¿ to remove the device. The device was pulled out of the csi. The product was removed intact from the patient. There was no patient injury reported. The device will be returned for analysis. There was no difficulty removing the product from the hoop, removing the protective balloon cover, removing the stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally. The same indeflator was used successfully with other devices. There was no resistance/friction noted while inserting the balloon through the rotating hemostatic valve or through the guide catheter. The target lesion was the afs. The target lesion was moderately calcified, moderately tortuous, and had a rate of 80% stenosis. There was no difficulty advancing the device through the vessel or crossing the lesion. The catheter was never in an acute bend. The device did not kink during use. There was no re-wrapping difficulty. The balloon did not seem to stick to a stent. The balloon inflated normally. The maximum inflation pressure was nominal pressure. The device was inserted into the patient once.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. The gender of the patient is unknown.